Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had to have the implantable neurostimulator (ins) moved on (B)(6) 2015 because the pocket became too big and when she would lie on her side, the ins would turn and be very uncomfortable. They also had to do a lead revision at the same time because the lead had migrated and was pulling to the right. The patient was not feeling stimulation at all. The patient stated the clinician had to drain fluid from the pocket a couple months prior to this report, on (B)(6) 2015, because the pocket opened. The patient's incision at the ins site had opened and began oozing blood and fluid. The patient stated the incision "blew open." The patient had gone to the doctor and the doctor's assistant stitched the incision back up. The patient stated that she was told the incision was not infected, but the scar tissue could not absorb the fluid, which was why the incision had opened. On (B)(6) 2015, the patient stated the battery was moving and flipping in the pocket. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional (hcp) was scheduling the patient for a surgery unrelated to the device on (B)(6) 2016. The hcp felt that this may be the cause of the pain and was considering a battery replacement at same time if insurance would allow. The hcp also indicated if the battery was replaced the new implant would be placed in a more comfortable position for the patient. There was no mention of shocking or battery flipping. Further information reported that the patient still felt no stimulation at max voltage and impedances were all within normal ranges. The battery voltage was down to 2.7v.